Event description:
Received an electronic report of a pt who experienced an episode of a blood pressure issue, a cardiac arrest needed CPR initiated and set to ER for eval and no f/u needed. This facility was contacted and the reporting rn gave additional info on this event to this pt. Pt had arrived for tx and was noted to have 2+ lower leg edema. The pt had started dialysis and within 35 min. Became hot, with a bp drop into the 60's and was attempting to breathe. The pt continued to talk with her color becoming blue. The AED was connected to the pt and no pulse was detected. CPR initiated. Normal saline infused at this time. It was reproted the pt is attempting to breathe. Bp now in the 90's with the pt struggling to breathe. The pts blood was reinfused. The pt was now talking and alert, with a + pulse and bp 266/140. The pt was discharged to the ER for follow up. Rn reproted this pt has a 1st degree heart block but is reported ill too have a pacer placed. This pt has had ongiong elevated k+ levels. A new order was recently written to change the dialysis bath to a lower k+ concentration. No sample is available.